Manufacturer narrative:
(B)(4). Date sent: 7/29/2024. D4: batch # 724c95. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with no reload. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due to the condition. The device opened and closed without any difficulties noted. No device handle temperature was noted. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 724c95, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, after the first firing they have reloaded another magazine. This second magazine didn't work and they tried to return the knife with the return-button, that didn't work either and the instrument was very warm at this moment. Then they pulled the emergency button to bring the knife all the way back. Now they were able to open the instrument. The operation could be continued with a new instrument without any problems. The patient did not suffer any consequences. There was no surgical delay and the surgery was completed successfully.